Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems (thoracic and occipital). It was reported, the patient's thoracic lead had partially pulled out of the epidural space, resulting in a loss of stimulation coverage. Surgical intervention will be undertaken to address the issue.